Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 14-dec-2017 from the nurse. This case concerns a male (age unspecified) patient who received treatment with synvisc one and after unknown latency the fluid in his knee tested positive for gram rods, pain of joint, swelling of joint, drained fluid from his knee twice; also, device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with single intra-articular synvisc one injection (dose and indication: unknown) (batch/lot number: 7rsl021; expiry date: unknown). On an unknown date, (after unknown latency), the patient was reported to have pain and swelling of the joint. The physician was said to have drained fluid from his knee twice. One draining removed 80 cc of fluid. The fluid in the knee was said to have tested positive for gram rods. Corrective treatment: drained 80cc fluid from his knee twice for drained fluid from his knee twice (knee effusion); not reported for rest. Outcome: unknown for all. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 14-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced knee pain, swelling, effusion and synovial fluid culture positive. Although exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.

Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 14-dec-2017 from the nurse. This case concerns a male (age unspecified) patient who received treatment with synvisc one and after unknown latency the fluid in his knee tested positive for gram rods/ positive gram neg rods, pain of joint, swelling of joint, drained fluid from his knee twice; also, device malfunction was identified for the reported lot number. No medical history, past drug or concurrent condition was provided. Concomitant medication were multivitamins. On (B)(6) 2017, the patient initiated treatment with single intra-articular synvisc one injection (dose and indication: unknown) (batch/lot number: 7rsl021; expiry date: unknown). On the same day treatment was completed. On 30-nov-2017, the patient was reported to have pain and swelling of the joint. The physician was said to have drained fluid from his knee twice. One draining removed 80 cc of fluid. The fluid in the knee was said to have tested positive for gram rods. Corrective treatment: drained 80cc fluid from his knee twice for drained fluid from his knee twice (knee effusion); not reported for rest outcome: unknown for rest; not recovered for pain of joint, swelling of joint. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction and fluid in his knee tested positive for gram rods/ positive gram neg rods. Follow up information was received on 13-mar-2018 from the nurse who stated he could not fill out the paper work as there was no name on it. Upon internal review on 13-mar-2018, the preferred term of fluid in his knee tested positive for gram rods was updated from culture positive to arthritis bacterial. Follow up was received on 15-mar-2018. No new information was received. Additional information was received on 28-mar-2018. Product start date and stop date added. Start date and outcome updated for pain of joint, swelling of joint. Verbatim of fluid in his knee tested positive for gram rods/ positive gram neg rods was updated. Pharmacovigilance comment: sanofi company follow up comment dated 28-mar-2018: the new follow up information received did not change the prior case assessment. This case concerns a patient who has received synvisc one injection from the recalled lot and later experienced knee pain, swelling, effusion and arthritis bacterial. Although exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.

Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from the nurse. This case concerns a male (age unspecified) patient who received treatment with synvisc one and after unknown latency the fluid in his knee tested positive for gram rods, pain of joint, swelling of joint, drained fluid from his knee twice; also, device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with single intra-articular synvisc one injection (dose and indication: unknown) (batch/lot number: 7rsl021; expiry date: unknown). On an unknown date, (after unknown latency), the patient was reported to have pain and swelling of the joint. The physician was said to have drained fluid from his knee twice. One draining removed 80 cc of fluid. The fluid in the knee was said to have tested positive for gram rods. Corrective treatment: drained 80cc fluid from his knee twice for drained fluid from his knee twice (knee effusion); not reported for rest outcome: unknown for all an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in (B)(6) 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction follow up information was received on (B)(6) 2018 from the nurse who stated he could not fill out the paper work as there was no name on it. Upon internal review on (B)(6) 2018, the preferred term of fluid in his knee tested positive for gram rods was updated from culture positive to arthritis bacterial. Pharmacovigilance comment: sanofi company follow up comment dated (B)(6) 2018:this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced knee pain, swelling, effusion and arthritis bacterial. Although exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.